Manufacturer narrative:
Product event summary: the battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. The reported events could not be confirmed; the battery is still able to charge and provide power to a controller. However, the observed flashing red was most likely perceived by the patient as the reported battery not charging. The most likely root cause of the battery flashing red can be attributed to a battery that is out of calibration. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery passed visual inspection but failed functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not recognized by the controller and was not charging when connected to the charger. The battery was exchanged. No patient complications have been reported as a result of this event.